Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a system alarm occurred at the end of a routine hemodialysis treatment, during rinseback of the patient's blood. Treatment was terminated without performing manual rinseback, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing manual rinseback. The user's guide provides adequate instructions for resetting system alarms and states that if the alarm recurs, a manual rinseback must be performed. The exact cause of the system alarm is unknown. Nxstage will continue to monitor as part of routine complaint process. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. The reported blood loss has been reviewed with facility staff who will provide additional training regarding manual rinseback. There have been no further similar events reported for this patient. Nxstage medical considers this report closed. No additional information will be provided.